Event description:
Boston scientific received information stating: due to a high/increasing rv threshold (medtronic rv lead insitu). Patient proceeded to have a generator change. Dr elected not to replace the rv lead due to patient age and the lead remains in situ connected to the new generator, which was programmed to lv only pacing. The lv threshold was good less than 1v@0.4ms. No warranty request was made. Hospital: (B)(6). Lead implant date: (B)(6) 2001. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).